Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was unable to be irrigated. As a result, the patient allegedly experienced a urinary tract infection. The patient allegedly was treated with levaquin (antibiotic) for 6 days.

Manufacturer narrative:
The device was not returned for evaluation. Based on the event description, the user claimed that the catheter could not be irrigated; however, the affected product was a 2 way type catheter which does not have an irrigation eye. Therefore, the complaint was confirmed as user related, as the user did not understand the intended use of the 2 way catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Inflate with 30ml sterile water wait at least 30 seconds for balloon deflation open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Open lubricant/lubricate catheter. Open povidone-iodine swabs. Prepare patient with swabs. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (30cc). To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." (B)(4). The device was not returned.

Event description:
It was reported that the catheter was unable to be irrigated. As a result, the patient allegedly experienced a urinary tract infection. The patient allegedly was treated with levaquin (antibiotic) for 6 days.